Manufacturer narrative:
Sex, weight, ethnicity, race-unk. Date of event-unk. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm tmicl12.6 implantable collamer lens, -8.5/+1.0/075 (sphere/cylinder/axis) tore while pulling through the cartridge. Attempts to obtain additional information have not been successful.